Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge was unable to spin and separate. This occurred during a case, where the centrifuge was unable to spin and separate. They reported bubbles getting mixed in with the blood. There were no error alerts present. The surgeon did have to draw blood and re-spin again with no success. The case was only delayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged abs-10060 serial number (B)(6) was returned for investigation. Functional testing with 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint describes that the system in question, sn (B)(6), had incomplete separation. Furthermore, bubbles were observed in the blood. During testing, an unfamiliar noise was being produced during spinning. However, this error could not be replicated. The device reported outputs of 41ml platelet-poor plasma (ppp), 16ml rbc, and 3ml prp. The prp volume within the syringe was recorded as 3.2ml. Aliquots of the wb and prp were analyzed for cbcs with heska hematology analyzer (table 1). Please note that the prp had expected cellular foldx concentrations. The most likely cause for the reported failure can be attributed to user error of the device as an improper type or amount of anticoagulant is consistent with the observations.